Manufacturer narrative:
The reported events of no output, premature discharge of battery and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device and loss of cardiac pacing were observed on the device. Premature battery depletion is suspected. No intervention has been performed, although a device exchange is anticipated. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that the patient was stable during the additional procedure.